Manufacturer narrative:
(B)(4). Date sent: 2/5/2024 d4 batch #: unknown attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during hemostasis of a vessel, when removing the patient¿s forceps to clean the end of the device, the surgeon realizes that the forceps are not working properly (breakage with metal element removed and dangerous). Use of another forceps without consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 3/27/2024. D4 batch #: a9d33m. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the electrode and ceramic detached from the jaw and active rod as one piece returned. In addition, it was received with the cable cut off and minor yielding on the articulation joint. No top missing were noted. No functional test could by performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. There is insufficient evidence related to what caused the damage to the device. It is possible that this type of damage can occur after the device undergoes heavy loading.